Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s ins was being changed out on (B)(6) 2017 because the ins had not worked since it was implanted. It was noted that the healthcare professional was waiting for the manufacturer representative to be present for the replacement procedure. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp was unsure what was meant by "the ins hadn't worked since it was implanted". However, they did state that the battery was dead at the time of the hcp's evaluation, which was several years after the implant. Also, per the patient, it did work for some time. The cause of the ins not working was listed to be it was dead and, as a result, the patient had urgency and urge incontinence.